Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the battery only charging to 65% after 3 hours of charging. A receiver boot test was performed and passed. Functional tests were not performed due to system check error. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.